Event description:
Philips received a complaint by the ward nurse on the v60 indicating that a 1007 "machine and proximal pressure sensors failed" alarm error message was displayed on the screen when the device powered on. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. There was no reported delay in therapy. The sales representative (rep) visited the hospital and replaced the device with an alternative v60 device. The customer called technical support to report that a 1007 "machine and proximal pressure sensors failed" alarm error message was displayed on the screen when the device powered on. The investigation is ongoing.

Manufacturer narrative:
The field service technician evaluated the device at the service center and found that the following alarms occurred and were logged in the event log: - "vent inoperative 1007 machine and proximal pressure sensors failed" (diagnostic code 1007). - "check vent: machine press sens cal data error" (diagnostic code 1106) . - "check vent: proximal pressure sensor calibration data error" (diagnostic code 1107) . - "check vent: o2 supply pressure calibration data error" (diagnostic code 1110) . - "check vent: barometer calibration data error" (diagnostic code 1113) . - "check vent: air flow sensor calibration data error" (diagnostic code 110e) . - "check vent: o2 flow sensor calibration data error" (diagnostic code 110f) . - "check vent: overvoltage protection (ovp) circuit failed" (diagnostic code 1127) . The field service technician ultimately replaced the data acquisition (da) printed circuit board assembly (pcba), after which the issue was resolved. The investigation concludes that no further action is required at this time.